Event description:
Port access infusion set inserted for chemotherapy administration which was completed. Nurse attempted to flush with saline, and pt's dressing was completely soaked. Discovered that needle had broken off in the pt. Pt taken to x-ray. Film revealed needle in subcutaneous tissue. Pt transferred to surgery for removal of needle. Procedure successful.